Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a blood glucose of 274 mg/dl and a sensor glucose of 318 mg/dl, after which the user replaced the infusion set tubing and moved to a new infusion site. Investigation of this case revealed that glucose values trended downward after the set change, and the cause of the hyperglycemia remained unclear. No clinical symptoms associated with high blood glucose readings. Outcomes included self-management at home without medical intervention. It was concluded that a device malfunction was not confirmed and that the event was consistent with transient hyperglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.